Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on customer's blood glucose level as it did not exceed 500 mg/dl or show a high reading on the cgm for all events. Customer resolved the issue by changing the cartridge and resuming insulin. Ultimately, the customer reverted to an alternate method of insulin therapy.